Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving calibration errors. The customer's blood glucose level at the time of incident was unknown. The customer states receiving a change sensor alert. Troubleshoot was conducted. The customer is returning faulty sensors, and will be receiving replacements.